Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was implanted on (B)(6) 2015, after the device had passed its expiration date of may 31, 2015. The device remained implanted. No patient symptoms were reported.